Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/s retching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician attempted to place the lead, however, when trying to retract the lead helix, it would not retract. The physician then tried to pull on the lead and it "broke." A different lead was implanted. No patient complications have been reported as a result of this event.